Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a patient with muscle stimulation presented in the operating room for rv lead extraction due to externalized conductors. During the procedure, the cauterization triggered and the device went into backup vvi mode. It was noted that the device was exposed to electrocautery. The device was restored to normal operation however, the system was extracted due to patient complication associated with the surgery. Patient condition is well after the event.